Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On december 7th, the user contacted dario to report and error message and inconsistent blood glucose (bg) readings. After opening a new strips cartridge, the user reported receiving the message "used strip" for four consecutive test strips. In addition, the user reported that when trying to test her bg with a fifth and sixth test strip, she received a bg reading of 135 mg/dl and 116 mg/dl, respectively.